Event description:
The pk papyrus was selected for treatment of a type iii perforation in the mid rca. The stent was deformed during delivery and was therefore not implanted. The perforation was successfully with two other pk papyrus stents.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent is deformed (i.e. Flat) in its proximal portion. Judging from the x-ray markers, the stent is displaced on the balloon by about 2 mm in distal direction. Microscopic inspection showed stent imprints on the balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The provided clinical information (pk papyrus device registration form, cathlab report) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations and the review of the provided documentation, no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.